Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. After the gore® excluder® trunk-ipsilateral leg endoprosthesis was implanted it was planned to extend it with a gore® excluder® contralateral leg endoprosthesis (plc). During the advancement of the plc over the guidewire, friction was experienced from the beginning and resulted in the plc being stuck on the guidewire while it was still outside of the patient. It was mentioned that the device was flushed and that the guidewire was wet. After an additional attempt to pull the plc back, the endoprosthesis became separated from the delivery system and the tip of the olive remained on the guidewire. It was decided to remove the guidewire and to replace it with a new one. A new plc was used and implanted without issues. The procedure was completed with favorable results.

Manufacturer narrative:
(B)(4). Engineering evaluation: the device was returned to gore for evaluation. The device evaluation showed the following: the device was returned with the guidewire used in the procedure. The packaging materials were not returned for evaluation. The leading end of the catheter had pulled out of the trailing olive bond. There was resistance moving the leading end of the catheter over the guidewire. Damage was observed on the gold polyimide guidewire lumen after the leading olive. The guidewire lumen was compressed. The leading olive appeared to have been severely damaged by attempts to remove the leading end of the catheter off the guidewire. The damage appears to be from gripping the leading olive with some sort of tool and unsuccessfully moving the device on the guidewire. The findings from the evaluation are consistent with the physician¿s observations. The cause for difficulty advancing the catheter could not be determined with the currently available information.

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. After the gore® excluder® trunk-ipsilateral leg endoprosthesis was implanted, it was planned to extend it with a gore® excluder® contralateral leg endoprosthesis (plc). During the advancement of the plc over a 0.035" lunderquist® guidewire, friction was experienced from the beginning and resulted in the plc being stuck on the guidewire while it was still outside of the patient. It was mentioned that the device was flushed and that the guidewire was wet. After an additional attempt to pull the plc back, the endoprosthesis became separated from the delivery system and the tip of the olive remained on the guidewire. It was decided to remove the guidewire and to replace it with a new one. A new plc was used and implanted without issues. The procedure was completed with favorable results.